Event description:
"Burns and blisters."

Manufacturer narrative:
Limelight handpiece operator manual d0436, rev. A 09/06. Cleaning recommends: annual system maintenance. Preventative maintenance, safety, power, and calibration checks should be performed annually by a cutera representative to ensure proper performance. The user facility had preventative maintenance 06/24/2009 and did not have maintenance or evaluation until 10/13/2011. The user facility reported "error codes 324, 327" and the "limelight kept shutting down during the treatment." The user facility stated that she "would turn the laser back on and continue to work". The limelight was evaluated by field service engineer. Energy output measurement within specification. Field service engineer recommended that customer replace handpiece due to "327 error". Error 327 indicates a handpiece temperature fault. User facility has not returned limelight handpiece to cutera. User facility reported that the patient had "burns" in the treatment area. Patient on "antibiotic ointment." User facility feels that patient will need require additional treatment to "correct the damage." Cutera has requested for handpiece to be returned for further evaluation.